Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose was reading in the 400s mg/dl. She gave a couple of boluses of insulin (exact dosage was not provided) but her bg was still reading "high" (>500 mg/dl). The pod was removed and she noticed the cannula was kinked. She also stated the cannula looks shorter than it normally does and the kinked part of the cannula may have fallen off.